Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: device remains in patient. Device issue: stent dislodgement. It was reported that the multi link mini vision rx stent dislodged from the balloon during an attempt to place the stent distal to an existing stent in the circumflex artery. An attempt was made to retrieve the stent using an unspecified balloon; however, it was unsuccessful. The attempt did manage to move the stent into a side branch, where it remains. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: analysis of the stent delivery system (sds) confirmed that the stent implant was dislodged and not returned; however, there were crimp marks evident on the balloon between the markers, indicating that the stent was originally positioned correctly and secure at the time of manufacture. There was contrast visible in the inflation lumen and on the balloon, which indicates that sds had been prepared for use. Additionally, the balloon folds appeared to be relaxed, which suggests positive pressure may have been applied to the system, forcing the balloon to slightly expand. If significant pressure is inadvertently applied during the procedure, this can cause the stent to become disrupted on the balloon. This may have then facilitated stent dislodgement during attempted advancement and retraction through a previously implanted stent and/or the tortuous lesion, though this cannot be confirmed. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. Factors that can affect stent dislodgement inside the body include, but are not limited to improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from interaction with other devices, the patient's anatomy and/or a previously implanted stent. Reportedly, the lesion was heavily tortuous and may have contributed to the reported difficulty. The analysis also noted multiple bends in the hypotube distal to the strain relief tubing. However, this damage was not reported in the case description and most likely occurred during the procedure or as a result of handling during packaging for shipment to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported dislodgement. In this instance, based on the information received and the returned product analysis, the reported stent dislodgement appears to be related to circumstance of the procedure and not a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. This MDR is considered closed by the product performance group.